Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The reported issue is likely related to low state of charge (12%) and old manufacturing date (2018) of battery 1. It was recommended that the customer replaces the battery, as per the product manual, stryker recommends that batteries be replaced approximately every two years. Therefore, the battery in the device has reached the end of useful life. In addition to the old battery, the battery pins could have also contributed to the reported issue. As a precautionary measure, the battery pins were replaced. The cause of the reported issue could not be conclusively determined.